Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported in order to resolve the lack of coverage and shocking at the implant site when lying down the manufacturer¿s representative (rep) checked their programs and the device to make sure it was working. The rep. Also created some new programs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had been having a lot of low and upper back problems and noted he always had them but not as bad. The patient stated he knew his device was not covering his upper back and felt shocks where the battery was when he laid on his back and it felt like a pin. The patient reported that it happened sometimes but not always, sometimes he could lay there for two hours and it wouldn't happen. The shocks were noted to have started sometime in the last six months. Further information received from the consumer reported that they had made an appointment on (B)(6) 2016 to meet with a manufacturer representative to resolve the issues. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.